Event description:
It was reported that the customer experienced high blood glucose levels and required assistance with programming the insulin pump. The blood glucose reading was 587 mg/dl, which was treated with manual injection. The customer stated that he had high blood glucose due to having eaten without any insulin to treat with. The most recent blood glucose reading was 512 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.